Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her battery cap was cracked; the damage occurred whille she was removing and placing her battery cap. The patient's blood glucose at the time of incident was in the 400 mg/dl range. The customer treated with the insulin pump and mentioned that 400 mg/dl was normal. She declined troubleshooting. No products were returned and a replacement battery cap was shipped to the customer.